Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis. In this case, the site indicated the patient has a history of sepsis and that endocarditis could not be excluded. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral bioprosthetic heart valve was explanted after thirteen (13) days due to mild paravalvular leak. As reported, toe revealed a small leak that was difficult to quantify; the surgeon could not identify if it was a leak or a coronary flow. The patient had sepsis (lung and urinary) and it appeared the leak had since increased; endocarditis could not be excluded. The valve was replaced with another bioprosthesis and the patient was later discharged.